Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that ten days following an intraocular lens (iol) implant procedure, floating cell were observed, patient experienced pain and had a decrease in visual acuity. Inflammation was confirmed. Medication was prescribed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that the patient was diagnosed with toxic anterior segment syndrome and that the event resolved.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).